Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment and display lens were cracked, the display screen was dim and discolored, and the battery cap had stripped threads. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the display lens was cracked. The battery cap had stripped threads. The battery compartment was cracked above the bumper pad. The display screen was dim and discolored. (B)(6).